Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument was difficult to open and the staples were missing. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.